Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: based on the evaluation, longitudinal and radial balloon burst was confirmed. The delivery system balloon was not withdrawn through sheath tip, and sheath liner torn and bunched. A device history record review (DHR) and lot history were performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaints were confirmed based on provided imagery. Imaging evaluation revealed that the sheath liner was torn and bunched, suggesting that high withdrawal force may have occurred. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Available information also suggests patient factors (calcification) likely contributed to the event as it was noted that the patient had anatomical challenges, such as calcification and leaflet tear that resulted in reintervention. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The lot number is unknown. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 20 mm sapien 3 ultra resilia valve in a non-ew surgical valve in the aortic position via transfemoral approach. During the valve-in-valve procedure, the balloon ruptured at the end of inflation. Although the valve appeared to be expanded, the decision was made to perform post-dilation using a 20 mm non-ew balloon. Upon removal of the commander delivery system balloon, resistance was encountered. The procedure was stopped and attempts to remove again. The sheath and delivery system was removed as one unit. Inspection revealed that the delivery system had torn the fully expandable portion of the sheath approximately 2 cm in length. Iliac and femoral angiograms were performed and showed no vessel injury. No patient complication were reported.